Event description:
It was reported that during aveir implant procedure, the novel leadless pacemaker (lp) failed to be separated from the delivery catheter. It was further noted that the lp could not be redocked in order to unscrew the device. The procedure was completed using an alternate catheter and leadless pacemaker. There were no patient consequences.